Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the femoral artery. The 95% stenosed de novo lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. The superficial femoral artery was predilated with a 5.0mmx40mmx135cm sterling balloon. The sterling balloon was inflated to 8atms. On the second inflation the balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).